Manufacturer narrative:
Heparin pump module was evaluated by MFR and nothing was found, inherently or otherwise, that would cause syringe to become dislodged.the cause of the problem of was identified and after it was corrected normal operation was restored. MFR. Complaint file # s2-02207.

Event description:
A dialysis clinic reported that the plunger of the heparin pump syringe slipped out of the syringe onto the floor. The syringe barrel was found hanging from the heparin line and blood was dripping onto the floor. The estimated blood loss from the pt was 1000 cc. The pt was sent to hospital, but it is not known whether he needed a transfusion. The heparin pump was replaced at the request of the medical director.